Event description:
This event involved a patient who experienced a cva and subsequent high power approximately eight months post heartware lvad implantation. Approximately eight months after lvad implantation, the patient had a cva diagnosed. Approximately a few days later, the patient experienced high watts. The patient's transplant status was elevated due to the patient's condition. The patient was treated with bivalirudin for suspected hit. The patient was later taken emergently to the operating room for hvad exchange to a heartmate ii. Further investigation is on-going.

Manufacturer narrative:
These events are reported within the setting of a single hospitalization and may represent a sequelae of events related to the same root cause.the device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt h3 other text : product is in route